Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the damaged adhesive around the distal end objective lens is traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separated issue. During testing regional investigation center identified the device had peeled adhesive around objective lens. There was no patient involvement.